Event description:
It was reported that the patient fell and the right atrial (ra) lead moved creating an acute change in threshold. The ra lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947-58, lead, (B)(6) 2014. (B)(4).